Manufacturer narrative:
Device evaluation summary: the stent graft had been deployed prior to receipt of the device and was not received for analysis. Deformation was evident to the distal section of the graft cover. A slight bend was evident to the taper tip. In order to support root cause determination cross functional review was performed with pmq, r<(>&<)>d and manufacturing smes. No issues were encountered rotating or retracting the external slider and no issues were encountered rotating the backend wheel to advance and retract the spindle. No other deformation was evident to the remainder of the device. It was not possible to confirm the reported deployment issues as the stent graft have been deployed prior to receipt of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis the reported suprarenal stent deformation was confirmed on film review; however, the cause of the event could not be determined based on the limited images available. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Procedural angiogram videos showing the deployment of the suprarenal stent and removal of the delivery system were not available for review of the deployment difficulty, therefore, a thorough assessment of this event could not be performed. The reported type ii endoleak could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure involving the endurant ii/iis stent graft for the treatment of a 90mm aneurysm. The suprarenal stents of the stent graft appeared to partially deploy as several appeared to spring out as normal, however it appeared that one or two had not released from the spindle. One observation thought that the nose cone section had become slightly bent due to the force required to advance it through the very tortuous right common iliac artery. The delivery system initially could not advance to the deployment site, it was then removed and a 20f sheath was placed and the endurant delivery system was then delivered through the sheath. The device was then cannulated via the contralateral leg, and a balloon was advanced to try nudge the stents from the spindle, which appeared to work and the device fully deployed with both ipsilateral and contralateral limbs. The plan was then to remove the main body deployment device entirely. However, during the retrieval of the delivery system, the suprarenal stents were caught and were pulled over. On review of imaging it appeared that the operator had not reversed the back wheel before attempting to retract the delivery system back into the fabric and this likely was the cause of the suprarenal stent catching, inverting/breaking. The delivery system was able to be removed by ballooning the unformed stents alongside it. The patient was discharged as they were no longer in pain from their original presentation prior to evar. A follow-up ultrasound revealed a likely type ii leak. There was no damage noted to the delivery system prior to insertion into the patient and there was no damage to the packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.